Event description:
Pt admitted for aortogram with run off. Guide wire broke inside quick-cross cath did not enter pt's vessel as stuck in cath when it was removed. No injury to pt. He was discharged later that evening with no complications.